Manufacturer narrative:
On (B)(6) 2018. On (B)(4) 2019. International UDI #(B)(4). No phone number provided. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The led light turned off when the unit vibrated. The fse replaced the power overlay switch to address the finding. The fse also replaced the oxygen inlet filter, inlet air filter and cooling fan as part of preventative maintenance.

Event description:
It was reported that the alarm light emitting diode (led) indicator was faulty. There was no patient involvement. The event date was not specified; estimate used.